Event description:
On (B)(6) 2025 the user experienced hypoglycemia with a bg of 42 mg/dl after performing a delayed meal announcement to correct a prior high bg of 400 mg/dl. The user was treated with oral carbohydrates and hospitalized, where IV fluids, magnesium, and insulin were administered. The user was discharged on (B)(6) 2025 and has since resumed ilet therapy.